Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient had a loose connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during dwell one of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient had not fully connected a supply bag to the supply line. Proper procedures were reviewed and the patient restarted therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.